Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death, endoleak, vessel perforation, surgical conversion). Patient¿s condition affected effectiveness of device (anatomy related: ruptured abdominal aortic aneurysm). Unapproved use of device (treatment of a ruptured abdominal aortic aneurysm). Related to another drug/device. Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: ruptured abdominal aortic aneurysm). Off label, unapproved or contraindicated use (treatment of a ruptured abdominal aortic aneurysm).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 6 cm in diameter pre-operative ruptured abdominal aortic aneurysm. It was reported that during the index procedure all devices were implanted as per the IFU. An angiography showed an endoleak of unknown origin. Multiple additional angiograms were performed and a type ib endoleak was found. The physician elected to implant an endurant 16x10x93 into renal external iliac artery. Another angiogram was performed and the there was still contrast into the aneurysm sac and the origin of the endoleak was unclear. Another manufacturer¿s 16 mm balloon was used to model the overlapping 16x16x93 and 16x10x93. After this ballooning, there was a significant drop in the patient¿s blood pressure. Angiography revealed extravasation from renal external iliac artery at the level of the last balloon inflation. An endurant 16x10x124 was then placed into the endurant 16x10x93 to resolve the endoleak; however, after angiography was done it revealed that the endoleak persisted. It was reported that the patient¿s blood pressure did not recover and the physician elected to convert the patient to open procedure leaving all endurant devices and performing an aorto bilateral iliac procedure. The patient expired the following day. Per the physician statement, the patient expired due to multi system failure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. Anglo images at implant were reviewed. After the occluder was placed into the left iliac, the aui device was brought up the right side. An extension was placed into the right common iliac. Contrast was seen along the length of the stent graft; this is possibly a type IV endoleak. The device was extended into the right external iliac with 2 devices; however, the endoleak persisted. The type and cause of the endoleak could not be confirmed but was more likely to be a type IV blush.